Manufacturer narrative:
Pump received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Pump received with scratched case, broken battery tube threads, cracked case behind the pump near the battery compartment/corner of the belt rails, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The patient¿s blood glucose level was 117 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.